Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 30 mcg/day) via an implantable infusion pump. It was reported that the pump was being replaced due to normal and expected end of service life, and the pocket was going to be moved because it had been uncomfortable since implant. The pocket was moved slightly on the same side and the catheter was retunneled. The issue was considered resolved. No further complications were reported.